Event description:
Sn (B)(4) (due 03/10/2018) - pt will load the syringe, give a blockage error at least a couple times, and then will start running with no problem. Pt states that it is currently running fine, but would like it swapped out for maintenance. Yes the error occurred while in use, no it did not cause any harm to the patient, it is available for return, and we're currently working on getting a replacement shipped out. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.